Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd phoenix¿ ast indicator solution a broken bottle was observed by the laboratory personnel. In the event of a broken or leaking bottle, there is potential for injury and exposure to eyes, mouth, other mucous membrane, non-intact skin, or parenteral contact with blood or other potentially infectious materials. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00248 was sent in error. There was no exposure to blood as sample leaked into sensor compartment in bottle, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd phoenix¿ ast indicator solution a broken bottle was observed by the laboratory personnel. In the event of a broken or leaking bottle, there is potential for injury and exposure to eyes, mouth, other mucous membrane, non-intact skin, or parenteral contact with blood or other potentially infectious materials. There was no report of patient impact.